Event description:
It was reported when using an unspecified number of bd vacutainer® edta 2k there was poor aspiration of sample by an instrument. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sample quality- poor plasma/serum. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unspecified number of bd vacutainer® edta 2k there was poor aspiration of sample by an instrument. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.